Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficulty advancing the guide wire and premature deployment was confirmed. The failure to advance was not tested as it was based on procedural circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the initial resistance encountered was related to anatomical conditions which was reported as 90% stenosed and heavily calcified resulting in the clearance between the guide wire lumen and guide wire being reduced. Further attempts to advance against resistance may have caused damage and/or bunching to the guide wire lumen of the supera. Additionally, during the attempt to remove the supera from the guide wire against resistance, this may have caused the stent to partially deploy due to the guide wire lumen of the supera and the guide wire being stuck together. However, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed and heavily calcified lesion in the right popliteal artery. A 5.0x80mm supera self-expanding stent system (sess) was advanced over a non-abbott guide wire; however, resistance with the guide wire and the anatomy was felt. The sess were removed under fluoroscopy without issues. Once outside the patient, it was noted that approximately 10mm of the stent had deployed/was outside the delivery system. The procedure was successfully completed with balloon angioplasty. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.